Event description:
The IV catheter split off at the sheath of the catheter during an injection of contrast at the rate 3.5cc/second. The dislodged sheath required surgical removal from the pt's vein. The clinician performing the injection, stated that she checked patency of the IV catheter with nacl with return of good blood flow, prior to contrast injection.